Manufacturer narrative:
Tracking #.50138.

Event description:
It was reported during a laparoscopic cholecystectomy the red button on the 5mm trocar would not stay down. A new trocar was pulled to complete the case. There was no consequence to the pt.